Event description:
Reported due to dissection requiring surgical intervention. In 2005, the physician performed an arteriotomy closure with the perclose proglide device following a diagnostic procedure. It was noted that while trying to access the artery, the physician "stuck the patient two (2) or three (3) times." Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "at least seven (7)mm; no "visible disease" in the artery and the site was confirmed to be in the right common femoral artery (cfa). The procedure was performed without any issues and hemostasis was successfully achieved; however, the physician noticed a loss of pulse "immediately" after closing the patient. Reportedly, "the leg looked okay, it just didn't have a pulse." The physician performed an angiogram via a contra-lateral approach, and found an occlusion of the right leg. The patient was taken to surgery and diagnosed with a "large, spiral dissection." The dissection was treated with a gortex graft. The patient was discharged from the hospital in 2 days later. Although requested, no additional patient information was provided.